Event description:
The reporter stated the surgeon inserted and removed a micl13.2 implantable collamer lens in the patient's right eye (od) on (B) (6) 2009. The lens was removed when the surgeon noted the lens was upside down. No incision enlargement or sutures required. Backup lens was implanted. No patient injury.

Manufacturer narrative:
(B) (4). Evaluation: method: lens work order search. Results: a visual inspection of the returned product found no visible damage to lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. (B) (4).